Manufacturer narrative:
Info is unavailable; device was not returned for eval. Eval summary - as a lot number was not received, a device history review could not be performed. Additional info was provided: it is known that the pt received a blood transfusion, but the quantity is unk. The pt was rumored to have been discharged, but now it is believed that the pt is still in the hospital. The office manager has attempted to contact the hospital where the pt was admitted to the ICU, but the hospital is not calling back. It is known that this was the initial port site, surgeon was going through muscle and there was minimal mesentery and the pt had a soft abdomen. Additional details have not been verified, but the surgeon's standard process is to have an optical entry with a zero degree scope and once in, he changes to an angled scope. In addition, he typically dissects all the way down to the fascia. Additional info provided on 12/04/2009: the rep was unable to obtain any additional info from the surgeon. He was able to speak with a clinician at the surgery center to gather some additional details. The clinician indicated that he remembers pulling new product for this case as he knows this surgeon does not like using reprocessed devices. He also happens to work with the surgeon at the ER where the pt was transferred immediately after the incident. After the original surgeon controlled the bleeding with surgicel, the pt was placed in the ambulance and taken to the ER. The ER surgeon had to clamp off the aorta in order to repair it, and the pt received 5 units of blood. The aorta was successfully repaired, and the pt was transferred to the ICU in the hospital. The pt received 2 units of blood there and after no more than a week and a half was discharged home. The pt is doing well.

Event description:
It was reported that during a laparoscopic gastric band procedure, at the beginning of the case, the surgeon inserted the trocar and hit the aorta and vena cava. The pt is a female. The surgeon pulled the trocar out of the pt as the body was filling with blood. Unk how the surgeon controlled the bleeding. After the bleeding was controlled, the pt was transferred to the emergency room at the hospital. There the pt was taken into the or, but it is unk what occurred. There was an unk amount of blood loss and an unk amount of blood transfusions. After the pt was stable, she was transferred to another hospital where the pt is currently in the ICU ward.